Event description:
It was reported that a box of bd insulin syringes with bd ultra-fine¿ was missing information. The following was received by the initial reporter: verbatim: we found 1 box- the packaging was torn and lacked information.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned four photos of the 30gx8mm bd syringe polybag for lot 2297852, cat# 328838. The customer reported one box was found where the packaging was torn and lacked information. The photos were examined, and it was observed that the lot number, expiration date and manufacturer date is missing from the back of the pouch. There is no visible defect for shelf carton damage for lot 2297852 therefore, shelf carton damaged cannot be confirmed. A review of the device history record was completed for batch# 2297852. All inspections and challenges were performed per the applicable operations qc specifications. There were no notifications noted that pertained to this complaint. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of (missing label content). No quality notifications or dispatches pertained to the complaint; therefore, no root cause can be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd insulin syringes with bd ultra-fine¿ was missing information. The following was received by the initial reporter: verbatim: we found 1 box the packaging was torn and lacked information.